Manufacturer narrative:
Approximated based on the date of explant.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.